Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged patient had cough, sputum and headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. In the previously submitted report section b3 was incorrect, date of event in section b3 is corrected in this report.